Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the first cooling baby on new arctic suns. About 40 hours into the cooling process, the nurses noticed the arctic gel pad mattress leaking fluid around the baby. The mattress was swapped out for a new one. The nurse said did not notice any punctures and no needles were used during the day and asked reason for the mattress start leaking like this. No impact to patient that aware of.